Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This complaint is an ancillary service event. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. An internal and external visual inspection was performed with no issues noted related to the iipv event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause of the event was one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014 at 21:46:45. During night drain cycle two, the patient's ultrafiltration reading was 1318ml, indicating the home patient (hp) drained 1318ml more than their maximum programmed fill volume of 2000ml. No additional information is available.